Event description:
It was reported that a device was used during a low anterior resection. Upon initial firing of the device the audible crunch could not be heard, indicating to the surgeon that the device did not fire. A second attempt was made with the same result. After firing, the surgeon could not remove the device from the bowel. The surgeon then proceeded to open the rectal stump in order to remove the device. The rectal stump was then closed and another device was used to complete the anastomosis. A temporary stoma was created in order to allow the anastomosis and rectal stump to heal.